Event description:
It was reported during a laparoscopic cholecystectomy while using an er320 the surgeon placed the device across the cystic duct and fired the instrument by squeezing the trigger completely to the handle. He noticed the clip did not look right so he inserted his dissector and remvoed the clip and found that the clip did not close properly and fell off. They opened another clip applier and finished the case without incident. There was no consequence to the pt.